Event description:
It was reported that decreased pacing lead impedance, low r-wave amplitude, and high capture threshold were noted via remote monitoring. Episodes of non-sustained oversensing due to p-wave oversensing were also noted. The patient was asymptomatic. Lead dislodgement was confirmed. The lead was repositioned with no complications.